Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer¿s blood glucose was 360 mg/dl. The customer declined further troubleshooting with tandem technical support. Reportedly, the customer continued to use the previous cartridge for insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.